Event description:
Pt's doctor indicates subluxation of asr cup. Pt has grinding and clicking, and she reports that her pain is as bad as before her primary surgery. She has not yet been revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.